Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patients parents took the patient to dermatology clinic for evaluation. The dermatologist confirmed that the patient was experiencing an allergic reaction to ingredients in the adhesive. The patient was advised to undergo patch testing to identify the specific allergen(s). The dermatologist also recommended avoiding alcohol wipes on the insertion site due to their potential to dry the skin and instead suggested cleansing the area with cerave soap prior to sensor insertion. The parent confirmed that they are currently awaiting patch testing for further evaluation and identification of the allergen trigger. On (B)(6) 2026, a follow-up was made to the parent in which it was confirmed that the result of the patch testing was that the customer is allergic to dexcom adhesive and was advised using flonase spray before applying sensor, moving forward. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.